Manufacturer narrative:
Corrected h6: added component code g07001. Removed type of investigation code b13 as it was inadvertently entered.

Manufacturer narrative:
The w. L. Gore internal case number. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® viabahn® endoprosthesis with propaten bioactive surface. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned/remains implanted. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, patient details and event dates. The author of the literature article did not reply. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak, reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: fernández álvarez, I., fernández lorenzo, j., vidal rey, j. And encisa de sá, j.m. (2025). Infected paravisceral aneurysm repair with parallel stent grafts. Vasc spe´c int. 41, pp.1. Doi:10.5758/vsi.240093. This is two case reports of patients with infected aortic aneurysms (iaa). Case two: a 76-year-old male with history of orchiepididymitis one year prior presented with lumbar pain and lab results were benign. 10 days later, he was readmitted with leukocytosis and elevated c-reactive protein, urine culture showed methicillin-sensitive staphylococcus aureus (mssa) growth. An abdominal computed tomography angiography (cta) revealed saccular aneurysm from the celiac trunk (CT) to the superior mesenteric artery (sma) surrounded by peri-aortic collection and marked inflammation changes suggestive of iaa. Blood culture was positive for mssa and subsequent pet-CT revealed significant pathological hypermetabolism indicating infectious pathology in the saccular aneurysm and between the c6 and c7 vertebrae probably related to spondylodiscitis. Evar was performed and a gore®tag®conformable thoracic stent graft [37x100mm] was positioned above the renal arteries and gore®viabahn®endoprosthesis [9x150mm] was placed in the sma and gore®viabahn®endoprosthesis [9x100mm] and gore®viabahn®endoprosthesis [9x50mm] were placed in the CT and in the sma and CT and internally reinforced with 9×100 mm and 9×60 mm absolute pro self-expanding stents, respectively. Final angiography showed exclusion of the aneurysm without endoleaks and patency of the sma and CT. Intraoperative blood cultures showed mssa growth. Three days after discharge, the patient returned with abdominal discomfort and nausea. Follow up cta revealed findings suspicious for type iii endoleak and angiography revealed type 1b endoleak. Balloon angioplasty was performed; however, endoleak persisted in the distal part of the thoracic endograft. Distal seal was extended using two aortic grafts- (c-tag, gore medical; 28×100 mm and 34×100 mm) and balloon-expandable stent grafts (viabahn vbx balloon expandable endoprosthesis, gore medical; 6×79 mm and 7×79 mm) in the right and left renal arteries, respectively. The type 1b endoleak was resolved but small contrast extravasation was visible consistent with type ii endoleak which was managed with follow up cta for monitoring. 24 months after second procedure, there was no endoleak in the sma and CT but there was filling of the aneurysmal sac via two intercostal arteries [endoleak type ii]. Coils were deployed and endoleak was resolved and CT and sma were patent. 33 months after second procedure, follow up cta confirmed aneurysm exclusion without endoleaks.